Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. Third, attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colon resection, a loud crack in handle was reported. The surgeon opened a new handle to complete the procedure. There was no patient injury. Medtronic's initial evaluation of the instrument was successfully loaded with an endo gia* universal roticulator* 60-2.5 single use loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack.